Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member of a patient who was implanted with a neurostimulator (ins) for parkinson¿s dual. It was reported the patient had poor coupling for a while. It reportedly takes a long time to get the recharge screen for the left ins. It was noted the patient didn¿t have a thumb, so that might make it more challenging to recharge. The patient usually just works with it until they get the recharge screen. No medical symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.